Manufacturer narrative:
The hill-rom technician found the side communication board needed to be replaced. Per the hill-rom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance (pm) along with testing for joint commission on accreditation of healthcare organizations (jcaho). Pm and testing not only meet jcaho requirements but will help ensure a long, operative life for the bed. Pm will minimize downtime due to excessive wear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in (B)(6) 2017. It is unknown if the facility performed any other preventative maintenance on this bed. The hill-rom technician replaced the side communication board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call was not working at the nurses' station. The bed was located in the labor & delivery department at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).